Event description:
The customer reported that he was hospitalized due to blood glucose levels as low as 30 mg/dl. The customer stated that he had a blood glucose of 141 mg/dl two hours prior to the event. The customer stated that he ate breakfast, and he may have entered more carbohydrates into the bolus wizard than what he actually consumed. Troubleshooting was performed, and the programming was correct. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.